Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that during follow-up in clinic, high capture threshold was observed, and chest x-ray was ordered. High capture was still noted at subsequent follow-ups. The patient is doing well and continues to be monitored monthly.